Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus service operation repair center (sorc) for evaluation. Omsc concluded that the reported event was caused by a failure of the led element of the front panel unit. The exact cause of the led element failure could not be conclusively determined, because the device has not been returned to omsc. However, since the led element failure does not tend to occur frequently, it may be a rare element failure. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Olympus inspected the device at olympus service operation repair center (sorc) and found followings; the reported event was reproduced. The led on the front panel was out of order. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that a part of the set / actual flow rate indicator on the front panel was not lit properly during preparation for use. There was no report of patient injury associated with this event.